Manufacturer narrative:
(B)(4). Unknown stem ¿ pn unknown ln unknown. Unknown cup ¿ pn unknown ln. Unknown liner ¿ pn unknown ln unknown. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04786; 0001822565 -2018 -04787; 0001822565 -2018 -04789.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-rays provided and review shows superolateral dislocation of the right hip. Proximal femoral cerclage wires were present, but no fracture was identified. A second image labeled post-reduction showed improved alignment of arthroplasty components, however the femoral head did not appear fully seated within the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to possible dislocation no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.